Event description:
Received per medwatch number: (B)(4). PICC coiled upon itself when removing was stuck. The physician used scalpel and forceps to remove knotted PICC. Upon visual exam all of PICC was removed. An x-ray was obtained to confirm the PICC separated at the 15cm mark.

Manufacturer narrative:
The complaint was originally received via medwatch number: (B)(4) and not from the customer. The customer was contacted regarding the medwatch report. Based on the info received, the pt did not suffer serious injury or death. The catheter curled up in the baby and required medical intervention to ensure the broken catheter. The complaint sample was not available for eval. A true root cause could not be determined. A review of the device history records showed that the product was manufactured according to specs and documented procedures. Catheters are 100 inspected at various stages during the mfg process. A pressure test is performed on all catheters during mfg to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specs to ensure catheter strength and integrity. The argon clinical eval manual provides details on steps to follow if resistance to removal is encountered and states that some catheters may be knotted and will need to be removed through a venotomy.